Event description:
It was reported that this pacemaker performed a right atrial automatic threshold (raat) test, which possibly initiated atrial fibrillation (af). Technical services (ts) reviewed the analysis, but the information was inconclusive. The atrial arrhythmia self-terminated. The device remains in service. No additional adverse patient effects have been reported.